Event description:
It was reported that stent damage occurred. Following pre-dilatation in the left main arteryt, a 16 x 3.50 promus premier select drug-eluting stent was selected for use. However, during preparation, it was noted that there was defect on the stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the promus premier select ous mr 16 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the proximal region found to be lifted and pulled distally. The undamaged stent od (outer diameter) was measured, and was within maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were noted.

Event description:
It was reported that stent damage occurred. A 16 x 3.50 promus premier select drug-eluting stent was selected for use. However, it was noted that the stent was defect. There were no other information was provided. It was further reported that the 70-80% stenosed target lesion was located in the non-tortuous and non-calcified left main artery to left anterior descending artery. The stent strut of the stent was lifted and the procedure was completed with a new promus premier drug-eluting stent. The patient's status was fine.

Event description:
It was reported that stent damage occurred. A 16 x 3.50 promus premier select drug-eluting stent was selected for use. However, it was noted that the stent was defect. There were no other information was provided. It was further reported that the 70-80% stenosed target lesion was located in the non-tortuous and non-calcified left main artery to left anterior descending artery. The stent strut of the stent was lifted and the procedure was completed with a new promus premier drug-eluting stent. The patient's status was fine.